Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. The product was evaluated. An external visual inspection was performed and passed. A receiver boot was performed and failed due to perpetually rebooting. A receiver download performed finding no data in the investigation window. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.